Manufacturer narrative:
Concomitant medical products: ddbc3d4 ICD, implanted: (B)(6) 2014; 6935m62 lead ,implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The patient was treated with antibiotics. The ICD system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient developed respiratory failure and was intubated. The patient developed progressive acute kidney injury on continuous veno-venous hemofiltration, progressive hypoxia and hypotension requiring multiple pressors and extremely high ventilator support settings. The patient experienced multi-organ failure despite system extraction. The patient's family opted for comfort care and extubation was performed and the patient passed away. The patient is a participant in a clinical study.